Event description:
During a surgery to treat an olecranon fracture, the end of the cannulated drill tip sheared off during the drilling of a third actrak screw. The drill tip was left in the patient and the surgeon intends to remove it when he removes the screws after the union of the fracture.